Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However, without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre sensor. As a result, the customer was unable to obtain readings to monitor glucose and began to feel weak, subsequently experiencing seizure and loss of consciousness. Customer was able to regain composure and self-treat with food. No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre sensor. As a result, the customer was unable to obtain readings to monitor glucose and began to feel weak, subsequently experiencing seizure and loss of consciousness. Customer was able to regain composure and self-treat with food. No third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures, and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.